Event description:
It was reported that surgical time was extended approximately 30 minutes due to intra-operative breakage of the instrument. A piece of the instrument fall into the surgical site and additional surgical time was required to retrieve it. A back-up instrument was used to complete the surgery.

Manufacturer narrative:
(B)(4).